Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, issue has been resolved. No additional patient or event information was available.

Manufacturer narrative:
Correction to date on initial medwatch: date on initial report is 04/30/2021.